Event description:
Clinical trial. Same case as MFR#6000089-2006-02168. It was reported that 5 days post index procedure, the pt experienced a myocardial infarction (mi). The index procedure treated a de novo lesion in the distal circumflex (cx). The lesion was 3.5mm wide, 20mm long, and 75% stenosed. There was mild calcification. The physician direct stented the lesion with 2 overlapping 3.5x12mm taxus liberte stents. Residual stenosis was 0% post procedure. On day 5, the pt experienced an anterior q wave mi, per ECG. Enzymes were consistent with mi as well. The pt was treated medically and the mi resolved. In the opinion of the physician, there is no relationship between the mi and the taxus liberte stent. The pt was on aspirin and plavix at the time of the event. The pt was discharged on continued aspirin and plavix 3 days post mi. This product is only ous approved, but is similar to a marketed us device.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg records for this particular batch namely top assembly batch #8106427 found that the device met its material, assembly and product specifications, at the time of release to distribution.